Event description:
Olympus medical systems corp. (Omsc) was informed that during pancreatoduodenectomy, the probe of the subject device broke and the fragment fell off into abdominal cavity of the patient. The fragment was retrieved. The procedure was completed with another device. There was no report of patient's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16.5 mm from the distal end. There was no scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that a crack spread from the starting point of the fracture. And there was a coarse part of the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the subject device, omsc concluded that the probe broke due to the stress by touching physically something having the cracked probe. As the cause of the crack on the probe, it is possible that the user activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. Based upon the findings of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.